Event description:
Daughter reported on behalf of mother. Her mother had stated she has had the er1 message today and in the past. Reporter stated her mother retested and was normally within "normal limits".